Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, on initial inflation at about 4 to 5 atmospheres for several seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications reported.